Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. Pump error 63, though, is confirmed in the formatted history file due to a hardware problem. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and had book image and red x on the display. The customer¿s blood glucose was 126 mg/dl. Customer was out swimming and insulin pump received open book image. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.